Event description:
It was reported that it was difficult to infuse because water leaked from the connector of the sample port. Per investigator, the area around the sample port did leak, but this has absolutely no relation to inflation of the catheter

Manufacturer narrative:
The reported event could not be confirmed. It is unknown whether this device, used for treatment, met specifications since the device was not returned for evaluation. Potential failure mode could be ¿bond failure¿ and the potential root cause for this failure could be "poor balloon design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was difficult to infuse because water leaked from the connector of the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d1, d2, d4, d10, g5, h3, h7

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to infuse because water leaked from the connector of the sample port.